Event description:
A discordant creatine kinase (ck) result of '/////' was obtained on an advia 1800, connected to a centralink. An error flag was generated and the error text provided to the operator was "< 32 low result below lowest standard". The operator reported the initial result to the physician. The sample was rerun and the corrected creatine kinase result was reported to the physician. The patient was admitted to the emergency room. There are no known reports of adverse health consequences due to the discordant creatine kinase result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After analyzing the instrument and instrument data, the fse determined that the creatine kinase error flag was improperly configured on the centralink. The fse corrected the creatine kinase error flag and text configuration setting. The instrument is performing within specifications. No further evaluation of the device is required.